Event description:
It was reported that the burr was entangled with the guidewire. The diffused stenosis was located in the left anterior descending artery with obvious calcification under angiography. A 1.50mm rotablator rotalink plus and a rotawire were selected for use. During procedure, it was noted that after the burr was inserted into the body, it started at high speed, then it was found to be entangled with the guidewire. Firstly, the guidewire was replaced and then reinserted. However, the procedure could not proceed. Furthermore, the burr was replaced and the procedure was completed with the use of another of the same device. The rotawire and burr were removed as a unit. No patient complications were reported and the patient status was good post procedure.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. Inspection of the device did not identify any damages or defects. A test rotawire was used as the rotawire used in the procedure was not returned. During analysis, the rotawire was able to be fully inserted and removed with no resistance or issues. No evidence of the reported stuck burr was able to be identified during analysis.

Event description:
It was reported that the burr was entangled with the guidewire. The diffused stenosis was located in the left anterior descending artery with obvious calcification under angiography. A 1.50mm rotablator rotalink plus and a rotawire were selected for use. During procedure, it was noted that after the burr was inserted into the body, it started at high speed, then it was found to be entangled with the guidewire. Firstly, the guidewire was replaced and then reinserted. However, the procedure could not proceed. Furthermore, the burr was replaced and the procedure was completed with the use of another of the same device. The rotawire and burr were removed as a unit. No patient complications were reported and the patient status was good post procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).